Event description:
Customer was sleeping and during routine nursing rounds was found to be unresponsive. A blood glucose reading of 88 mg/dl was received using the freestyle meter. Within 5-10 minutes, an ambulance was called and transported the customer to the hosp. At the hospital, a reading of 29 mg/dl was received by an unk instrument. There were no medications, foods or fluids provided to the customer between readings. Customer was treated with sugar water at the hosp.